Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no impact to the customer¿s blood glucose. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.